Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in a homechoice cassette was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during cycle 6 of peritoneal dialysis therapy. The solution bag was wet. The patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.